Event description:
A 55-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that she had been experiencing headaches since (B)(6) 2025 and had temporarily discontinued optune gio therapy. The patient consulted a healthcare provider and was prescribed rizatriptan for symptom management. Multiple attempts were made to contact the prescribing physician for additional clinical details; however, no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Manufacturer narrative:
On february 13, 2026, novocure received a hospital summary indicating that the patient had been admitted on (B)(6) 2026, due to worsening headaches that awakened the patient from sleep, accompanied by nausea and vomiting episodes occurring over the preceding 1 to 2 weeks. The patient also reported decreased appetite and weakness of the left extremities. An MRI performed on the day of admission was concerning for disease progression. During the hospitalization, the clinical team determined that the patient was not a suitable candidate for surgery or further chemotherapy/radiation therapy and recommended transition to hospice care. The patient was discharged home with physical therapy support on (B)(6) 2026. Nausea, vomiting, decreased appetite, and hemiparesis were likely secondary to the headaches and underlying disease, not related to device use.